Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received, which indicates that this lead was used as an external temporary, functioned as expected, and was removed once permanent leads were put in place this observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this rv lead was used as an external temporary and functioned as expected. The lead was removed when permanent leads were placed. Also, this lead was discarded.